Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-05011 and 2134265-2017-05408. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an opticross imaging catheter and a sled. During the percutaneous coronary intervention (pci), the catheter could not be pullback when it reached the lesion. However, it was tried many times and the catheter distal was kinked. No patient complications were reported and the patient status was stable.